Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR #'s: 2134265-2016-07152, 2134265-2016-07154. It was reported an error code occurred during aspiration. An angiojet solent proxi catheter was selected for use along with an angiojet ultra system console for a thrombectomy procedure in an unknown vessel. The catheter was prepped for use, the device was inserted over a wire, and thrombectomy was started. During aspiration, the angiojet console stopped and a "check saline" error message occurred. They tried to correct the problem by checking the spike and changing the saline bag which was unsuccessful. Another angiojet solent proxi catheter was used but the same issue occurred. The procedure could not be competed with angiojet as another device was not available. No patient complications were reported. The patient was put on a long term catheter for the application of lysis medication until the following day.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in fair condition with left saline hook damage. The unit failed functional testing. During troubleshooting the console was disassembled and it was discovered that the right and left side pem nut was loose. Software was re-installed and the console was retested. The unit then passed functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR #'s: 2134265-2016-07152, 2134265-2016-07154. It was reported an error code occurred during aspiration. An angiojet solent proxi catheter was selected for use along with an angiojet ultra system console for a thrombectomy procedure in an unknown vessel. The catheter was prepped for use, the device was inserted over a wire, and thrombectomy was started. During aspiration, the angiojet console stopped and a "check saline" error message occurred. They tried to correct the problem by checking the spike and changing the saline bag which was unsuccessful. Another angiojet solent proxi catheter was used but the same issue occurred. The procedure could not be competed with angiojet as another device was not available. No patient complications were reported. The patient was put on a long term catheter for the application of lysis medication until the following day.